Manufacturer narrative:
A steris service technician inspected the v-pro max sterilizer and found the unit to be operating properly. No issues were noted with the function or operation and the unit was returned to service. The technician was informed that the employee was not wearing proper ppe, specifically gloves, while operating the v-pro max sterilizer. The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The v-pro max operator manual (1-2) states, "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The steris service technician counseled user facility personnel on the proper use and operation for the v-pro max sterilizer and the importance of wearing proper ppe and drying instruments before processing. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a "burn" to their hand after handling an instrument pack that was processed in their v-pro max sterilizer. The employee was administered ointment and returned to work.